Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lv lead was found to be dislodged and there was loss of capture. A revision procedure was planned.

Manufacturer narrative:
We were notified that this lead was explanted and replaced on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.